Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to hardware failure. A field service engineer cleared med jam successfully and checked back panel cables to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had a hardware failure. The customer reported that there were hardware failures in two drawers. One drawer cannot open, the other drawer cannot close. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.